Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow; additionally, severe plastic deformation of the tip is noted just below fracture surface, consistent with torsional overload. Lip on outer edge of fracture, and off-center location of suggests surface defect creating stress riser, followed by propagation and ultimate failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the distal tip of the driver broke off. No fragments were left in the patient. No patient complications were reported.